Event description:
During the surgical procedure the tip of the ablator broke and fell into the joint. The doctor had to open the joint to recover the tip. No further consequences have been reported with the pt. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion of the investigation.